Event description:
Procedure: sigmoidectomy. Reportedly, inadequate sealing occurred. The sealing process didn't work although the generator did not give a regrasp alarm. There was no report of patient consequences.